Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force; prolapse. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The resistance with the balloon catheter could not be replicated in a testing environment due to the separation. Based on a visual and dimensional inspection, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted the hi-torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not allow the guide wire tip to remain in a prolapsed condition. Complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the thrombosed popliteal artery, the whisper extra support guide wire was advanced with force but became prolapsed and kinked inside the balloon catheter. During withdrawal, the guide wire broke and separated within the balloon catheter in the anatomy. Both devices were removed from the anatomy and the guide wire distal tip was retrieved within the catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.